Manufacturer narrative:
Incident one the product involved in this complaint is said to be available for evaluation but has not been received yet. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Received notification from medline that customer reported "corneal abrasions" related to the drape. End-user reported that there is a thicker clear adhesive area that is causing abrasions to corneas. The customer did not specify a quantity of patient(s) impacted. Additional details were requested; however, the hospital respondent indicated quantity of patients affected, medical treatment and further patient details were unknown.